Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products:saline mentor tissue expanders 400cc, catalog number 3504305mmanufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction primary procedure with saline mentor tissue expander 400cc and experienced intraoperative deflation during implantation on the right implant. Healthcare professional identified implant having a micro perforation during the implantation surgery. As a result, the device was exchanged for a like device, and the implantation surgery was completed.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 05/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. The device appeared intact upon initial examination. No anomalies were discovered. Leak test was performed and one leak was discovered measuring 0.3 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause of the failure could not be determined. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).